Event description:
The pt experienced a shocking/jolting sensation from the device starting approx 3 weeks prior; she couldn't tolerate a minimal setting of .10v. She felt it all over her body, not just in one place. It was stated that she had a fall about 2 months prior and twisted her leg and again about one month prior in which she bumped up against something. The pt did not see a clinician either time. She was at home in undetermined status. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).